Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure coil"), genital haemorrhage ("irregular bleeding") and ovarian cyst ("ovarian cysts") in a (B)(6) female patient who had essure (batch no. 627454) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, miscarriage and pre-eclampsia. Previously administered products included for an unreported indication: tardol. Concurrent conditions included parity 5 (live births ((B)(6) 2000, (B)(6) 2001, (B)(6) 2004, (B)(6) 2006, (B)(6) 2008).) And smoker. Family history included asthma (mother). Concomitant products included medroxyprogesterone (depo provera) on (B)(6) 2008 for birth control, fluoxetine hydrochloride (prozac) for depression as well as lidocaine. In 2008, 162 days before insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), abdominal pain ("severe and persistent abdomen pain") with pelvic pain, dyspareunia ("painful intercourse"), hormone level abnormal ("hormonal dysfunction"), insomnia ("insomnia"), depression ("depression"), oral pain ("mouth pain"), toothache ("dental pain/ dental problems"), alopecia ("hair loss"), anxiety ("anxiety"), migraine ("migraines") and infection ("infection nos"). In (B)(6) 2008, the patient experienced device expulsion ("one coil was protruding more into uterus"). On (B)(6) 2008, the patient had essure inserted. In 2014, the patient experienced ovarian cyst (seriousness criterion hospitalization). On (B)(6) 2016, the patient experienced allergy to metals ("allergic to nickel / hypersensitivity reaction to") and urticaria ("acute hives"). In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("constant pain every single month"), menorrhagia ("excessive bleeding every single month") and investigation noncompliance ("she did not underwent essure confirmation test"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the device dislocation, ovarian cyst, device expulsion, allergy to metals, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, hormone level abnormal, insomnia, depression, urticaria, alopecia, infection and investigation noncompliance outcome was unknown and the oral pain and toothache had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, infection, insomnia, investigation noncompliance, menorrhagia, migraine, oral pain, ovarian cyst, toothache, urticaria and vaginal discharge to be related to essure. The reporter commented: she had not sought medical treatment for persistent and severe pain, hormone issues, hair loss, hives, and painful intercourse. Essure did not worsened a previously existing injury/condition.one coil was not in the correct place diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2008: negative. Physician did imaging tests and blood work and found that one coil was not in the correct place. Most recent follow-up information incorporated above includes: on 4-dec-2017: plaintiff fact sheet received. Events skin rashes, ovarian cysts, insomnia, abdomen pain, depression, one coil was protruding more into uterus, mouth pain, allergic to nickel, irregular bleeding, hormonal dysfunction, hair loss, migraines, anxiety, infections. Painful intercourse, migration of essure coil, vaginal discharge are added. Lot number added. Historical condition & drug , concomitant condition and drug added. Patient, product & reporter information updated. Essure legal manufacture has changed from bayer healthcare, llc, and (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ submission by the new legal manufacturer only. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of the second episode of device dislocation ("migration of essure coil"), genital haemorrhage ("irregular bleeding") and ovarian cyst ("ovarian cysts") in a 23-year-old female patient who had essure (batch no. 627454) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, miscarriage and pre-eclampsia. Previously administered products included for an unreported indication: tardol. Concurrent conditions included parity 5 (live births ((B)(6) 2000, (B)(6) 2001, (B)(6) 2004, (B)(6) 2006, (B)(6) 2008).) And smoker. Family history included asthma (mother). Concomitant products included medroxyprogesterone (depo provera) since (B)(6) 2008 for birth control, fluoxetine hydrochloride (prozac) for depression as well as lidocaine. In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), abdominal pain ("severe and persistent abdomen pain") with pelvic pain, dyspareunia ("painful intercourse"), hormone level abnormal ("hormonal dysfunction"), insomnia ("insomnia"), depression ("depression"), oral pain ("mouth pain"), toothache ("dental pain/ dental problems"), alopecia ("hair loss"), anxiety ("anxiety"), migraine ("migraines") and infection ("infection nos"). In (B)(6) 2008, the patient experienced the first episode of device dislocation ("one coil was protruding more into uterus"). On (B)(6) 2008, the patient had essure inserted. In 2014, the patient experienced ovarian cyst (seriousness criterion hospitalization). On (B)(6) 2016, 7 years 1 month after insertion of essure, the patient experienced allergy to metals ("allergic to nickel / hypersensitivity reaction to") and urticaria ("acute hives"). In 2016, the patient experienced the second episode of device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("constant pain every single month"), menorrhagia ("excessive bleeding every single month") and investigation noncompliance ("she did not underwent essure confirmation test"). The patient was treated with surgery. Essure was removed. At the time of the report, the last episode of device dislocation, ovarian cyst, allergy to metals, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, hormone level abnormal, insomnia, depression, urticaria, alopecia, infection and investigation noncompliance outcome was unknown and the oral pain and toothache had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, infection, insomnia, investigation noncompliance, menorrhagia, migraine, oral pain, ovarian cyst, toothache, urticaria, vaginal discharge, the first episode of device dislocation and the second episode of device dislocation to be related to essure. No further causality assessment were provided for the product. The reporter commented: she had not sought medical treatment for persistent and severe pain, hormone issues, hair loss, hives, and painful intercourse. Essure did not worsened a previously existing injury/condition.one coil was not in the correct place. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2008: negative. Physician did imaging tests and blood work and ound that one coil was not in the correct place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.